Manufacturer narrative:
No patient injury reported. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause.

Event description:
The 6/7f vascade was inserted into the sheath to the white marker. The disc was opened. Sheath was removed temporary hemostasis was achieved. Gentle back pressure was held by the silver handle, key was inserted into the lock, and doctor attempted to bring the lock up, but it was stuck. After pinning the wire and attempting to bring it up, the black sleeve still would not retract. The doctor, then notice part of the black sleeve sticking out of the groin but still on the device. The sleeve had separated from the joiner but was still on the device. The doctor retracted the portion of the black sleeve that had separated but the collagen was inside the black sleeve. Doctor collapsed the disc and removed the device. The tech held for 30 min to achieve hemostasis.